Event description:
It was reported that the device and extensions were removed due to infection.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0k4xk, implanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0jfxw, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that the infection was observed intra-op. They were attempting to re-implant the extensions and implantable neurostimulator (ins), but the surgery was aborted after making an incision and seeing "frank" pus. The patient was reportedly asymptomatic; after his hair was shaved and the skin prepped, the area was slightly erythematous and swollen. Cultures were sent and the results were normal flora. The leads were later removed as well because the infection was tracking towards that area.